Manufacturer narrative:
On 12/05/2016 the initial complaint by the customer did not indicated that an MDR would be required, as consumer only wanted to know the ingredients of the adhesive used in the bandage. However, the consumer returned complete customer information request with additional information. Based on the information received, aso opted to file an MDR. On 12/05/2016 aso has not received information about the lot number and return of unused samples from the consumer. However, aso has verified records of biocompatibility testing and latex screening. No information provided by the consumer.

Event description:
Consumer stated a severe allergic reaction to the adhesive on the product.